Event description:
Reporter alleged obtaining a discrepant blood glucose result of 50 mg/dl back to back with a result of 120 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated, he took his normal medication after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.